Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. The device was in excellent condition. The technician performed an occlusion test; however, the reported event was unable to be duplicated. The root cause of the issue could not be determined. The speaker was replaced for preventive measures. There's a corrective action preventive action for the reported event. The device passed functional and deliver tests. This remediation MDR was generated under protocol (B)(4)., as a result of warning letter cms# (B)(4).

Event description:
It was reported that there was a primary audible alarm background test. No patient injury was reported.